Manufacturer narrative:
Device MFR date: monitor - 02/2008. Battery pack - 10/2007. Battery pack - 12/2007. Device eval summary: device evaluations of monitor, battery packs have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. Both battery packs had damaged connectors. The connectors were repaired. Then the battery packs were retested and restocked. The root cause of the battery pack connector damage was likely due to a battery pack being forced into a monitor with the connectors misaligned. The damaged connectors on the monitor and battery packs were replaced. No adverse events resulted from the damaged monitor and battery packs. The pt received a replacement monitor and two replacement battery packs.

Event description:
A lifecor pt svc rep (psr) contacted lifecor customer support while fitting a female pt. The psr stated, that she had removed the battery pack from the sys and when she placed it back in the sys, it would not engage. The monitor would not turn on. The pt was provided with a replacement monitor and battery packs.